Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
External insulation abrasion was noted at 54.6-55.9cm and 54.7-55.8cm from the connector pin, consistent with friction to another device or feature of the heart. An internal insulation abrasion was noted at 30.9-31.5cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors distal to proximal coil and intermittent shock impedance were observed. The lead was capped and replaced.